Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> conclusion and justification status: the complaint states patient was revised to address pain, stiffness and osteolysis. A review of complaint databases did not identify any anomalies. A review of manufacturing records could not be conducted as no lot numbers were provided. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain, stiffness and osteolysis. / / investigation method: investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no investigation results: the complaint was received on may 23, 2017. A complaints search on the product codes above identified previous complaints however a lot specific search or review of manufacturing records could not be conducted as no lot numbers were provided. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. / / investigation summary: conclusion and justification status: the complaint states patient was revised to address pain, stiffness and osteolysis. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, stiffness and osteolysis.

Manufacturer narrative:
Conclusion and justification status: the complaint states patient was revised to address pain, stiffness and osteolysis. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.